Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a problem with recharging, and the stimulator was replaced about 6 months later. Per the reporter, this event was resolved. Additional information has been requested, a follow-up report will be sent if additional information becomes available.